Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the site noted the patient suffered from severe driveline infection and was admitted on (B)(6) 2025 for the driveline infection; the exact onset date of the infection was unknown but the patient first presented with it (B)(6) 2025. The patient was given antibiotic therapy was given but did not show the desired effect. The site decided to exchange the pump on (B)(6) 2025. The clinical symptoms/cultures identified were oozing, redness, and pain from the cultures of proteus mirabilis and candida parapsilosis. The patient was still in the ICU from the device exchange. The device would not return. The patient was stable with the plan of care being antibiotics and antimycotic therapy ongoing.